Manufacturer narrative:
The best estimate date is during 2017. Lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). The serial number was not provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an implantation of a pcb00v diopter intraocular lens (iol), a fibrin reaction occurred. Reportedly, there was no visual acuity issues and the patient recovered by steroidal anti-inflammatory eye drops. No additional information was provided.